Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental med watch will be sent. Were there any patient consequences? Could you please confirm device's availability for return? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. During the procedure, the suture pulled off the needle from the swage end. The procedure was successfully completed. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
Date sent to the FDA: 03/19/2021. Additional h6 component code: g07002 ¿ device not returned. A manufacturing record evaluation was performed for the finished device batch pmr494 and no non-conformances were identified. Additional information was requested and following was obtained: 1. Can you confirm were there any patient consequences? Answer: there was no patient consequences. 2. Could you please confirm device's availability for return? Answer: the device is not available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Date sent to the FDA: 03/19/2021.